Event description:
Medfusion pump alarmed "check clutch." Nurse reset clutch and plunger with problem resolved. Patient's blood pressure still dropping to a low of 43. Dose increased to 0.4mcg/kg/min. Blood pressure continued to drop. Bedside nurse went to get the pediatric intensive care unit fellow and told another nurse about blood pressure problems. When 2nd nurse arrived at the bedside, syringe pump was not infusing and reading "load syringe." Patient required 120cc of 5% albumin and a new syringe pump.====================== manufacturer response for syringe pump, medfusion 3500======================not known